Manufacturer narrative:
Bayer service performed a system service check of the injector and found it to perform to specification. Service was unable to duplicate the described issue the technologist alleged with the stop/hold button not stopping the injection. The sterile disposables used during this event were discarded by the site and the lot numbers were not known. The site was offered and declined applications assistance.

Event description:
We received the following information from the site: a (B)(6) male patient underwent cta of the abdomen and pelvis while connected to a envision injection system (B)(4). The technologist observed that the injection was beginning to extravasate and reported that they depressed the stop/hold button; however, the site alleged that the injection continued and did not stop. The patient suffered an extravasation of approximately 80-90 ml of contrast media into his left wrist area. The patient had warm compresses applied and the extremity was elevated. He was discharged to home. The site followed up by phone with the patient the next day and he reported that he was fine. Several weeks later the site received information that the patient had developed blistering of his arm, it became infected and he received treatment and antibiotics in the emergency department.